Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Transmitter voltage test was performed and passed. Nordic bluetooth pairing test was performed and passed. A review of the bin file was performed however data does not reflect the full investigation window. The allegation could not be determined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem additional. D9: d9 device available for evaluation additional. D9: device returned to MFR additional. D9: date device returned additional. G3. Date received by manufacturer additional. H2: additional information /device evaluation. H3a device evaluated by mfg additional. H3b: evaluation included additional. H6: event problem and evaluation codes additional.